Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a pocket revision because the incision was not healing properly. The patient was doing well postoperatively.